Manufacturer narrative:
.

Event description:
Reportedly, the subject device delivered an inappropriate shock. The physician suspected an oversensing in the ventricular lead. Finally, the physician decided to replace the system (subject device and the rv lead) which should be returned for analysis.

Event description:
Reportedly, the subject device delivered an inappropriate shock. The physician suspected an oversensing in the ventricular lead. Finally, the physician decided to replace the system (subject device and the rv lead) which should be returned for analysis.